Manufacturer narrative:
Medical records and images were provided for clinical assessment. Based on the review of a CT scan for the baseline procedure performed by a clinical representative, the report of an aortic dissection and a large false lumen was confirmed. No follow-up CT was provided and the reported complaint of type I endoleak could not be confirmed. However, treatment of aortic dissection is an off-label use of the afx device, and most likely caused or contributed to the reported event. Review of the manufacturing records and complaint handling database was performed and there is no indication that the device may have caused or contributed to the event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that approximately two months post implant a computed tomography scan revealed a slight in-folding of the aortic extension (reference manufacturer report number 2031527-2013-00011) and a distal type I endoleak. Reportedly, the patient presented with an aortic dissection containing both a true lumen and a false lumen. The physician treated the dissection with a bifurcated device, an infrarenal aortic extension, and a limb extension in the left common iliac artery. Reportedly, the right limb of the bifurcated device developed a endoleak which provided retrograde flow into the false lumen, the filling of the false lumen partially collapsed the proximal portion of the infrarenal aortic extension. The physician treated the distal type I endoleak with a limb extension and treated the in-folding with a bare metal balloon expandable stent graft. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Furthermore, medical records were requested, but were not obtained. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn